Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the machine shut off during a case. Additional information provided from the customer indicated a system advisory displayed during surgery. The system was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was manufactured on october 12, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).